Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level was reported to be 600mg/dl. The customer's most current level was reported to be 120mg/dl. It was reported that the customer was treated with IV and fluids. Troubleshoot was reported to be conducted. It was reported that the customer did not have sufficient supplies to continue troubleshoot. It was reported that the customer would call back at a later time to complete troubleshoot.